Manufacturer narrative:
The customer's report of "intermittent power up" was observed and attributed to a lifted pad on a connector on the control board. The control board was replaced to resolve the report. The customer's report of "defib fault 76","defib disabled" was attributed to a defective relay on the pace/defib engine board. The pace/defib engine board was replaced to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would intermittently not power up. When power up occurs the device displayed "defib fault 72" and "defib disabled" messages. Complainant indicated that there was no patient involvement in the reported malfunction.